Manufacturer narrative:
This report is submitted on 27 march 2020.

Event description:
It was reported that due to a decrease in performance the device was explanted on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 20 may 2020.